Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of 500ml exactamix eva tpn bags had leaked near the port. This event occurred before use of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and it was found that during manufacturing, one unit failed leak testing. The cause of the condition was determined to be a damaged machine component. The component was replaced, preventative maintenance on the machine was reviewed, and all affected units were scrapped. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.